Event description:
It was reported that the patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2023 due to driveline faults and an unstable driveline. The patient began having driveline faults in (B)(6) 2022.

Manufacturer narrative:
The patient's previous driveline fault alarm from sep2022 is reported under MFR #: 2916596-2022-14258. The patient's history of driveline damage is reported under MFR #s: 2916596-2021-00417, 2916596-2021-01746, and 2916596-2022-14258. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the report of driveline faults resulting in a pump exchange could not be confirmed as no log files were provided for review and the pump was not returned for evaluation. The account communicated that no log files could be provided as they did not have access to the pump or system controller. Lastly, the account stated that the pump will not be returning for evaluation. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) (rev. C) is currently available. Section 1 entitled ¿introduction¿ outline all pump parameters, including pump power, flow, and pulsatility index (pi). This IFU outlines the indications of driveline damage, as well as how to respond to such events. This IFU provides information on how to care for the driveline. The IFU advises the patient to check the driveline for signs of damage, such as cuts, holes, or tears. Lastly, the section entitled "alarms and troubleshooting" outlines all system controller alarms and how to respond to each alarm condition. The heartmate ii lvas patient handbook (rev. C) is also currently available. The ¿alarms and troubleshooting¿ section contains information regarding system controller alarms and the proper actions associated with them. This handbook also contains a section on ¿caring for the driveline¿ ¿ however, all heartmate ii left ventricular assist device (lvad) percutaneous leads have the potential for wire/shield breakdown to occur dependent upon length of use movement/flexing over time. This handbook contains important warnings related to pump stops. The patient handbook also cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.